Manufacturer narrative:
The lot was manufactured from march 29, 2019 ¿ march 31, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092255. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.